Manufacturer narrative:
The device was received for evaluation. Visual inspection confirmed the reported condition. A review of the device history records found that the device was conforming at the time of manufacture. Dimensional measurements were found to conform to print specifications. A definitive root cause attributed to be human factors issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Further investigation determined the product likely left zimmer biomet control non-conforming. Based on the confirmed presence of a hair in the package, it was concluded that it was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
While opening the sterile packaging, a hair or fiber was found on the liner. No patient injury or delay in a procedure was reported as a result of the event.